Event description:
Nicu baby taken to or for surgery. Pump read battery low when unplugged; physician aware, stated they would plug in upon arrival in or. While in or, pump stopped working. Physician took tubing out of machine and ran free. IV was d10 with potassium. Although reportedly the patient only received 18 ml in or (the bag had 250 cc with 22cc infused before leaving the nicu), only about 50cc remained on return. The baby's blood glucose upon return to nicu was over 600. The potassium the next morning was 6.3. The baxter pump log indicated that the pump failed with an error code 570:320:844:0000.